Event description:
It was reported that the device had reached normal eri and was awaiting device changeout. Prior to the changeout the device was found in backup vvi mode. Device was explanted and replaced. The patients condition was fine post-procedure.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset (por). During bench testing, the device image was inadvertently lost. The cause of the por could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.